Event description:
It was reported that during tka, the g2 c/r art tr sz5-6 11mm was difficult to place and a section fractured inside the patient. All pieces were recovered with tweezers, but sterile services disposed of the pieces due to the sharp edges. A smith and nephew back up device was available. No injury to patient or significant delay reported. Further patient information is not available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the information provided, the clinical root cause cannot be further assessed nor concluded. No patient injury was reported. The patient impact beyond the reported trial breakage with fragment removal, backup device, and surgical delay of less than 30 minutes could not be determined. No further medical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.